Manufacturer narrative:
No parts were replaced or returned to the manufacturer for evaluation. The reported issue has not recurred, and the system is reportedly functioning normally. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was producing poor quality images. The procedure was still completed successfully using the imaging system, and the patient was not impacted. No additional details were provided.